Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery and the pump will not turn on. Customer's blood glucose was 330mg/dl at the time of incident. Troubleshooting found that the pump was cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify failed battery test alarm due to blank display. No weird noise noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.